Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an intermittent buttons due to corroded keypad traces. Unable to confirm the button errors and no display ramping on its own. No traces of moisture were noted at the electronic or motor assemblies. The device was unable to prime during the prime test as a result of a loose/flush drive support disk. The unit was received with cracked case at the display window corners, scratched screen, and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump alarmed button error and the numbers were ramping. The blood glucose reading was 17mmol/l. No further information was provided.